Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed and supporting the patient admitted in with acute myocardial infarction/cardiogenic shock. The pump was supporting for 40 minutes when there was purge pressure was rising and the team replaced the pc as there was a 'kink' noted. This troubleshooting did not resolve the issue and so the team replaced the pump. There was no patient harm and the patient survived.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump was returned for investigation. After 40 minutes of support, high pressure purge (pp) noted. Troubleshooting included exchanging purge cassette with no resolution. Pump exchanged for a new one and no further issues arose. No data logs recovered. Purge pressure high - the cause of the purge pressure high was biomaterial blocking the purge gap. Without data logs, it could not be determined if this was an ingestion event or a gradual build up. Product damage (purge tubing kink) - the cause of the purge tubing kink could not be determined as the returned product showed no signs of kinking, data logs were not recovered, and insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.